Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to proximal stent rows 1-2. The rows were damaged and deformed and the stent struts were lifted and pulled in a distal direction over the distal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified vessel. A 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed and there were no patient complications nor injuries reported. However, returned device analysis revealed proximal stent damage.